Manufacturer narrative:
For further investigation patient data, perfusion protocol and pictures were requested but were not received yet. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that during use of a hls set, a plasma leakage occurred on the edges of the oxygenator on both the venous and arterial sides. This circuit was used as a replacement for the pls set which had the same issue. Complaint ID: (B)(4).

Manufacturer narrative:
An hls module with a plasma leakage was reported. For investigation patient data and pictures were provided. The images are visually consistent with a plasma leak demonstrating an accumulation of a straw colored exudate on the upper margins of the oxygenator and at the de-airing port. Getinge medical experts performed a medical assessment on 2021-05-12 based on the provided information with following results: in this instance the patient was reported to have covid 19 and the event recurred in this hls set. The patient received extended ecls support with no loss of essential performance. Plasma leakage from hollow fiber oxygenators and in diffusion membranes has been extensively reported in the literature and is particular common during long term support and in association with extracorporeal membrane oxygenation. The variables that have been identified to potentiate plasma leakage include the presence of endogenous (excess lipoproteins, or cholesterol) or exogenous (alcohol, or drugs). These surface acting species in the patient¿s blood may strongly and rapidly modify the hydrophobic character and the intrinsic resistance to plasma breakthrough. Authors have also reported I) the duration of application, ii) the administration of pharmacological agents (propafol infusion or agents with a high lipid load), iii) various disease states that alter the total protein component of the blood (and IV) as a result of hyperbilirubinemia . The hydrophobic de-airing filter integrated into the oxygenator functions as part of the de-airing port process during priming. It can undergo ¿plasma wetting¿ when in contact with blood. The most likely cause is related to bi-polar phospholipids in blood adhering to the surface of the filter. The hydrophobic filter is thus coated with a hydrophilic layer on the filter surface, degrading performance and creating pathways for plasma diffusion and the observed leakage. This change in filter performance has been referred to as a loss of hydrophobicity. A second important and contributory observation noted in the images with the hls set revealed the yellow protective luer cap had been removed during application. The hls set is to be operated with the yellow protective cap during treatment and only to be removed during priming as per the instructions for use. Removal or absence of the protective cap may potentiate plasma leakage. The hls module was a replacement for a pls set that also, notably, exhibited plasma leakage and is reported separately in complaint #441628. This recurrence in a second device on the same patient lends some support that the plasma leakage had an endogenous root cause (patient specific) as described above by various authors. The production records of the affected hls module (dms# 3108781, 3097173, 3097174) and all related documents were reviewed on 2021-05-19. According to the final test results, all oxygenators passed the tests as per specifications. Production related influences can be excluded. Based on the investigation results the reported failure "plasma leakage" could be confirmed but no product related malfunction. The most probable root causes were determined as: duration of application, administration of pharmacological agents (propafol infusion or agents with a high lipid load), various disease states that alter the total protein component of the blood, hyperbilirubinemia, open de-airing port during treatment. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).